Event description:
It was reported that the user experienced hypoglycemia while using the ilet following a recent factory reset, contacted support seeking information about the pump¿s algorithm, and agreed to change supplies before bedtime; the device provided low and urgent low alerts, and troubleshooting and education were completed. Symptoms included low blood glucose. Outcomes included self-treatment with oral glucose and no need for medical intervention or assistance. Investigation included technical support review and user counseling on device use and supply replacement. Investigation of this case revealed no device malfunction, with the event characterized as hypoglycemia of unclear cause following a reset and managed through user education and supply change. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.